Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure the site was having issues with bipolar not working. The site confirmed they were getting a tone, with no energy at the tip of the instrument. The site changed out the cord with no change. Intuitive technical support engineer (tse) advised the site to change out the instrument and then restart the erbe. The clinical sales representative (csr) had site check power cord placement for the erbe and advised to make sure it was connected to a dedicated outlet. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with the same faulty generator without bipolar function. The customer only used the monopolar function. The issue has been persisting on all cases since last week.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed. The reported failure could not be reproduced. The unit energized and cauterized and all ports recognized instruments.